Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, nurse unable to recognized while pulling magnesium glycinate 100 mg cap ph002555 and ended up showing as orders meds not loaded. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 25-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 28-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was experiencing facility formulary issue. A technical support specialist (tss) unloaded the medication from the station(s), then deleted the medication from the facility formulary and approved the medication from the approval queue, then re-entered any required settings and reloaded the medication to the station(s). The system functioned as intended after the technical support specialist troubleshot the device.